Manufacturer narrative:
The rv lead was successfully replaced and will be returned for laboratory analysis. No additional information is available. Once the lead is returned and analysis completed, this report will be updated.

Event description:
The lead was returned.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead had dislodged, resulting in loss of capture and sensing. A revision was performed and attempts were made to reposition the lead. However, the lead was unable to be fixed to the tissue despite this lead being an active fixation lead. The lead was explanted and it was discovered that there was tissue entwined in the helix. It was suspected that this tissue was the reason why the lead was not able to be repositioned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that there was tissue entwined in the helix. Once the tissue was removed, no anomalies were noted on the helix itself and it passed testing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis confirmed the field observation that tissue was entwined in the helix and this was most likely the why the lead could not be repositioned. However, analysis could not confirm the loss of capture and sensing. This lead was found to be electrically continuous.